Manufacturer narrative:
(B)(4). Results: the catd was bent and ovalized starting approximately 30.0 cm from the hub to the distal tip. The catd was flattened from approximately 42.0 cm from the hub to the distal tip. The distal tip of the returned catd was twisted. Conclusions: evaluation of the returned catd revealed a flattened distal region. This damage may have been a result of the catheter tip shifting within its packaging during transit. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the hospital staff noticed that the tip of an indigo system aspiration catheter d (catd) was kinked, flattened, and crushed upon removal from the packaging. The damage to the catd occurred prior to use. Therefore, the catd was not used in the procedure. The procedure was completed using a new catd.